Event description:
It is reported that the patient has been revised due to osteolysis stage 4 and bone fracture.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. This report will be amended when our investigation is complete.